Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. Without a lot number a review of the manufacturing records could not be conducted. It is alleged the patient was treated for infection. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - patient had a non-bard/davol prolene mesh and a composix mesh (davol) implanted to repair hernias. It is alleged that subsequent to the surgeries patient began to feel pain, swelling and other symptoms associated with infection due to defective mesh. The attorney alleges the patient suffered "pain and suffering", infection, and additional surgical procedure.

Manufacturer narrative:
Addendum to the initial report. Based on a review of the patient's legal claim and limited medical records, the patient was implanted with two bard flat mesh and not a composix mesh as was originally alleged. Medical records also indicate the patient underwent explant of both flat mesh devices approximately six years post implant. Based on the medical records the patient was treated for fistula which is listed as a possible known adverse reaction in the instructions-for-use. Of note the legal claim alleges the patient to have undergone multiple explant procedures, however, the medical records provided do not support the allegation of multiple explants. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the patient's extensive past medical history as well as multiple abdominal surgeries, no definitive conclusion can be made at this time as to the extent in which the davol flat mesh may have caused or contributed to the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's legal claim and where indicated limited medical records provided to davol by the patient's attorney: patient was implanted with "gore-tex mesh" in 2005 - patient underwent removal of "gore-tex mesh." An unspecified bio-mesh was implanted. On (B)(6) 2008 - the patient was implanted with two bard flat mesh devices. No operative dictation and report were provided for this procedure. On (B)(6) 2013 - patient was diagnosed with a fistula and was admitted to the hospital and treated for sepsis with IV antibiotics. On (B)(6) 2013 - (B)(6) 2014 - patient had multiple hospital admissions for treatment of the sepsis and due to poor nutritional intake, placed on tpn. On (B)(6) 2014 - patient underwent removal of mesh and drain fistulas. It is alleged the sepsis was cleared at this time. On (B)(6) 2014 - patient underwent surgery to remove the fistula and mesh that was coming through the skin. Partial bowel resection (ileum and duodenum). On (B)(6) 2014 - per the limited medical records provided, the patient underwent a laparotomy with bowel resection and partial explant of the bard flat mesh devices with implant of a bard xenmatrix graft. On (B)(6) 2015 - the patient underwent an additional explant procedure to remove the mesh. On (B)(6) 2015 - patient had to call the rescue as she was covered in blood from the abdominal area. A vein was cut and opened a new wound in the abdomen. Patient had two additional trips to the ER in the month of (B)(6) due to a "raging uti." Patient was treated with antibiotics. Following the completion of the medication the patient had an onset of respiratory distress and patient was admitted to the hospital for further treatment of the ongoing uti.